Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-33206. It was reported that patient¿s perm implant procedure was aborted due to failure of c-arm machine. Leads were implanted and then removed due to this issue. No patient complications were reported.